Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it was functionally okay. There was good output and normal impedance measured on all electrode pairs using the appropriate lead configuration for the ins connector port being used. This ins was received programmed with a 2x4 lead configuration using electrodes #0-3 and #4-7. This programming configuration only uses electrodes connected to the #0-7 connector port of the ins and would be the configuration used with a model 64002 dbs adapter to connect to two legacy extensions. If connecting two model 37085 or 37086 dbs extensions, then the required configuration would be a 2x4 lead configuration using electrodes #0-3 and #8-11. The programmed lead configuration was not set with the appropriate electrodes as both the ¿right channel¿ and ¿left channel¿ were being used. One ins connector port uses electrodes #0-7 and the other ins connector port uses electrodes #8-15.

Event description:
It was reported the parkinson¿s disease patient ¿didn¿t receive the effective therapy postoperatively.¿ impedance testing was performed and found a ¿high impedance state of all electrodes.¿ a ¿disconnection or extension failure¿ was suspected at that time, so the patient¿s system was revised two days after implant. During the revision, the ¿measurement of the lead impedances at the stimulator-extension connector revealed the nominal impedances of all electrodes.¿ the patient¿s implantable neurostimulator (ins) was replaced at that time as a result and ¿proper therapy was established.¿ the ins was then tested following the explant with a digital oscilloscope and programmer. The testing found that the right channel had ¿proper impedance¿ values, while ¿the left channel didn¿t show any pulses on the oscilloscope screen¿ and had impedances ¿greater than 40000 ohms for all electrodes.¿ it was stated the ¿left channel did not work¿ and the ins had a ¿default error.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).